Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pocket b1 failed and required maintenance the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 pocket b1 was failed and required maintenance. A field service engineer reported that the customer was able to clear the pocket issue with 3w. Cc8 also had a pocket issue. In hardware test application (hta), rows c and d were off the bus for full-height drawer 5. Powered off the unit and reseated the row board connectors for drawer 5. Hardware test application (hta) testing passed successfully. The customer completed the inventory of medications in the drawer. The system functioned as intended after the field service engineer repaired the device.